Event description:
An alarm indicating a malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump without further problems.